Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found the sample probe and the wash collar were clogged with gel from the sample tube. The fse replaced the clogged sample probe and wash collar to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided (B)(6).

Event description:
The customer reported erroneous low patient results generated on their unicel dxc 600 pro synchron system. The customer reran calibration and qc (quality controls) and noted that all chemistries failed. It is unknown how many patient samples were involved. The customer stated the low creatinine patient results were not reported out of the laboratory. Patient treatments were not impacted. Quality control were within their established range before the event but failed after the event.